Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, left side "free intracapsular prosthetic liquid" and ¿axillary lymph node. With image in snow storm in relation with silicone infiltration¿ and "folds". Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of ¿reactive and inflammatory ganglion" and "siliconoma in left armpit¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, ¿reactive and inflammatory ganglion" and "siliconoma in left armpit¿.

Event description:
Patient reported left side intracapsular rupture, ¿reactive and inflammatory ganglion" and "siliconoma in left armpit¿. Diagnosed by ultrasound. The device remains implanted.

Event description:
Patient reported left side intracapsular rupture, ¿reactive and inflammatory ganglion", "siliconoma in left armpit¿, "free intracapsular prosthetic liquid", ¿axillary lymph node with image in snow storm in relation with silicone infiltration¿ and ¿folds¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification), broken device assessed as surgical damage and missing shell assessed as inconclusive. Crease/folding of implant: observed, flat creases. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ silicone migration: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side intracapsular rupture, ¿reactive and inflammatory ganglion", "siliconoma in left armpit¿, "free intracapsular prosthetic liquid", ¿axillary lymph node with image in snow storm in relation with silicone infiltration¿ and ¿folds¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.